Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-29}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {(B)(6) 2024}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve in a patient with an annulus perimeter of 25.5 mm, just prior to final release of the valve at a depth of 5 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc), the valve dislodged ventricularly. One paddle of the delivery catheter system remained attached to the valve, and an attempt was made to pull the valve back into position. While pulling the valve; however, the valve dislodged into the ascending aorta. Subsequently, the valve was snared into the descending aorta. A second valve was implanted in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: a2 - date of birth h6 - corrected to include method code for concomitant product - updated data: continuation of d10: product ID {evolutfx-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file and one static image were provided for review. It was reported that the valve dislodged ventricular during the deployment attempt and while still attached to the delivery catheter system was pulled and dislodged aortic and was then snared to the descending aorta. Images of the deployment were not provided for review. The reported depth prior to release was 5mm on the non-coronary cusp and 7mm on the left coronary cusp. Of note, the target depth is 3mm. A recapture is recommended if depth =1mm or >5mm. The image provided shows one dislodged valve in the descending aorta and another valve implanted in the aortic valve. An aortogram shows evidence of a dissection in the descending aorta. The instructions for use states that physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complication s, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed using a 22 mm non-medtronic balloon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a descending aortic dissection was confirmed. The dissection was caused by snaring the valve into the descending aorta. No treatment was provided and the patient was being monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.